Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Getinge field service engineer evaluated replacement of the power cable with a winder, in accordance with the offer for repair after a technical inspection. An electrical safety test was performed in accordance with the standard. Respirator measurement results: measurement of protective earth continuity: 0.087 o. The device is operational.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during technical inspection electrical tests, damage to  the cardiosave intra-aortic balloon pump (iabp) cable's pe conductor was found. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a